Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the MFR for eval. The investigation is currently underway.

Event description:
It was reported that the pta balloon ruptured. There was no reported retraction difficulty. There was no reported pt injury.